Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the needleless valve was sticking down.